Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown spinal surgery from l3-l5. Approximately 8 months post-op, the patient underwent "distraction, decortion, and a screws construct was placed for stability and rigidity. During surgery, it was noticed that a screw had broken and it was partially (without head) left in patient's body. Patient complications were reported as pain."